Event description:
The customer reported that an 840 ventilator was inoperable while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator without any negative patient outcome. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the proportional solenoid (psol) valve. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).